Event description:
During an in clinic follow up, oversensing of myopotentials was noted on the device. The noise was reproducible. The device was reprogrammed to resolve this event. The patient was stable.